Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 08/12/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/24/2015 with the following findings: the vibratory feature of the pump failed to operate during the analysis: the reported issue was confirmed. Also, the audio feature of the pump failed to operate during the analysis. The pump case was removed, and evidence of moisture ingress was found on internal components; this device failure caused the reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.